Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps were damaged; further described as "air leakage was found in the minicaps' packaging and the side of the packaging had a crack with a small opening". This issue was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: date returned to MFR - retention samples were returned on (B)(4)2019. Twenty-four (24) actual samples were returned for evaluation. A visual inspection with the naked eye noted an aluminum foil with a small opening that was cracked on the side of packaging. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Ninety-six (96) companion samples and three (3) retention samples were returned for evaluation. A visual inspection with the naked eye were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.